Event description:
A malfunction on the pump was reported by the customer during an update. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The pump did not reset after assistance from technical support, and despite numerous attempts, the malfunction code persisted. Technical support approved sending a replacement pump, instructed the customer on steps for receiving the new pump, and arranged for the return of the problematic pump. The customer would rely on multiple daily injections as backup therapy until the replacement pump is received.